Manufacturer narrative:
Distributor performed evaluation and repair.

Event description:
It was reported by the distributor that the siderail was not able to properly latch due to a missing knob (potential false latching). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.